Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer representative (rep). The cause of the high impedance was unknown. The high impedances resolution was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had some high impedances of 4000 in area 3 contact combinations, but they were not using those contacts. There were no further complications reported.